Event description:
Abbott just put out an email about many of the freestyle libra 3 plus sensors giving bad readings. For over a month abbot officials told me all problems were my fault and that the sensors were not for full glucose monitoring but I should always use my glue monitor also. I finally had to switch to another company but why should my health have been in jeopardy only to be blamed. Something needs done more than suggesting that we check serial numbers.